Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (b (6) 2024, a 31mm masters mitral mechanical heart valve was selected for implant. During implant, transesophageal echocardiogram (tee) was utilized and it was observed that one leaflet "doesn't work normal" and was not implanted. The patient status is unknown. No additional information was provided.

Manufacturer narrative:
It was reported that one leaflet was not working normally so the valve was not implanted. The device was returned to abbott for investigation. No anomalies were found with the valve leaflets with both leaflets able to fully open and close without resistance. Hydrodynamic examination indicated the valve met functional specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.